Event description:
Insulin pump from medtronic: purchase date of pump, (B)(6) 2006. Serial number is (B)(4), model number is mmt-522. Low battery warning is not working accurately. It will show half a battery and then dies out. Screen is scuffed up and pump has a crack running through corner of pump where reservoir is.